Manufacturer narrative:
Concomitant products: d224drg ICD, implanted: (B)(6) 2010; 5076-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient experienced shortness of breath. A transmission showed the right atrial (ra) lead with sensing threshold measured below range and suspected undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.